Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 806:10 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective channel c pumphead module. The channel c pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 806, which occurred in the intensive care unit. Upon reviewing the pump's event history, baxter quality engineering discovered and confirmed this event as failure code 806:10 and found it interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.